Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving fentanyl (2000mcg at 549.63471mcg/day), bupivacaine (20mg at 5.49635mg/day), and morphine (7.6mg at 2.08861mg/day) via an implanted infusion pump. It was reported that pump session reports showed that a motor stall had occurred on (B)(6) 2020 at 15:10 with a recovery at 15:31 on the same date. No action was taken and the event was considered resolved without sequelae on that date. The etiology indicated that the event was possibly related to the device/therapy and was not related to the implant procedure.